Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak occurred from somewhere near the top of the set. He believes that it was above the pump, generally in the area where the spike adapter and the upper fitment connect. Versed was infusing on a picu patient. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.